Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was a corroded printed circuit board (pcb) and liquid crystal display (lcd) screen. The reported condition was verified. The device was found out of specification in relation to the customer reported 'blank screen' which was reproduced during evaluation. The assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen. There was no patient involvement. No additional information is available.